Event description:
It was reported that the patient presented with syncope. Both the right ventricular (rv) and left ventricular (lv) leads exhibited high pacing thresholds and capture could not be confirmed on the lv lead. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.